Event description:
According to the reporter, during a procedure, every single suture that has been used in surgery for a patient in this order have been unravelling at any length cut. Multiple 5-0 sutures must be dropped due to unravelling.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.